Manufacturer narrative:
Olympus technical assistance center (tac) support spoke with the customer to troubleshoot the device and verified that customer is using olympus lamp. Additionally, tac instructed customer to remove the lamp and ensure that enough heat compound was on the lamp and try the process again. The customer reported the issues was resolved. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Device not returned.

Event description:
A user facility reported to olympus that the evis exera iii xenon light source had an error code e102. The lamp went dim and out when the doctor was coming out of the procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation, a conclusive root cause was not identified. The investigation determined the cause of the reported issue may be due to improper installation since the issue occurred after lamp replacement. The device was not returned for inspection after the lamp was replaced again and applying thermal grease. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: when replacing the examination lamp, use a clean, lint-free cloth to wipe off residual heat compound from the heat sink. If the heat compound is not wiped off completely, the lamp¿s heat efficiency will be impaired, and the examination lamp life will be shortened significantly. Olympus will continue to monitor field performance for this device.